Manufacturer narrative:
Evaluation of the returned benchmark confirmed a fracture near the hub beneath the strain relief. If the device is mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks and ovalizations along the length of the device. This damage was likely incidental to the reported complaint and the cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f071 delivery catheter (benchmark). During the procedure, upon successful deployment of the flow diverter, the physician attempted to do a final angiogram through a benchmark. When the physician flushed contrast, they noticed the benchmark was broken at the hub. Therefore, the benchmark was removed. The physician performed the final angiogram through a sim catheter. There was no report of an adverse effect to the patient.